Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer blood glucose level was 207 mg/dl at the time of incident, high blood glucose level was 454 mg/dl, low blood glucose level was 52 mg/dl, the current blood glucose level was 336 mg/dl, 332 mg/dl and 218 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose and honey for low blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they had contacted their health care professional regarding the high blood glucose. Customer alleging possible insulin pump was under delivery because the customer was constantly dealing with highs and lows blood glucose. Customer reports insulin pump was not worn during a medical procedure or test around magnetic resonance field. Customer reports insulin pump was able to pass the displacement test. Customer declined to perform the high pressure test. Customer reports insulin pump was able to pass the self-test. Customer reports insulin pump beeps constantly. Customer reports auto mode shield was displayed on the home screen and insulin pump had in and out of auto mode all day. The device will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test. No under delivery anomalies noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. No pump error 63 alarm noted during testing or listed in device history